Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s battery was not working and needed to be replaced. No symptoms were reported. No further complications were reported/anticipated.